Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by using the second footswitch. The philips field service engineer (rse) checked the system onsite and confirmed that footswitch repair. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the exposure trigger (footswitch) on the ad7 patient table was defective. To resolve the issue, the fse replaced the defective exposure trigger footswitch. The defective part was sent for analysis, for footswitch malfunction was observed and the failure was found to be button, joystick, handle, switch not working correctly. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. After an investigation, it has been determined that the incident involving the system disk was almost full due to alerts does not warrant reporting. The procedure was completed as planned to use second footswitch. Therefore, the issue is considered isolated and is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch needed to be repaired or replaced, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.